Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The battery state was ok, which is as expected after an implantation time of 89 months. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were ok. Leads inserted in a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions specified by the is-1 standard. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing study was performed. The pacing function showed no anomalies during this. The device did not show any restrictions of its capability to provide therapy. In summary, the device was ok during the analysis and within specifications both in regard to the connection system and the lead. There was no material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the device did not pace correctly about 88 months after the implantation. The pacemaker only resumed efficient pacing in ddd mode, as programmed, when the programming wand was placed. However, the physicians decided to exchange the pacemaker. No deterioration of the patient&#62688;state of health was reported.